Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in a moderately tortuous and moderately calcified arteriovenous fistula of the distal cephalic vein. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During inflation, as balloon pressure reached 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this gladiator device was examined. A visual examination identified that the balloon had been subjected to positive pressure. A pinhole in the balloon material was identified confirming the event. No damage or issues were found with the shaft, tip or markerbands of the device. No other issues were identified during the product analysis. No other issues were identified during the product analysis. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the gladiator device confirmed that the event of balloon- material rupture was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient anatomy and / or condition.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the gladiator device was returned for analysis. A visual examination identified that the balloon had been subjected to positive pressure. A pinhole in the balloon material was identified confirming the event. No damage or issues were found with the shaft, tip or markerbands of the device. No other issues were identified during the product analysis. No other issues were identified during the product analysis. DHR (device history record) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review performed for the gladiator device confirmed that the event of balloon- material rupture was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in a moderately tortuous and moderately calcified arteriovenous fistula of the distal cephalic vein. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During inflation, as balloon pressure reached 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in a moderately tortuous and moderately calcified arteriovenous fistula of the distal cephalic vein. A 5.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During inflation, as balloon pressure reached 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.